Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set could not be loaded into an unspecified infusion pump. The customer attempted to load the set into 3 different pumps but was unsuccessful. While attempting to load the set into the pumps, the customer received a ¿cassette error¿. This occurred during setup. There was no patient involvement. No additional information is available.